Event description:
Ems personnel were attending to a pt, condition unk. Allegedly while attempting to monitor the pt the unit would not display a signal in lead I or ii. The operator switched to paddles mode monitoring and continued treatment without incident. There were no adverse effects to the pt reported as a result of the alleged malfunction.